Manufacturer narrative:
Device was manufactured on 1/13/1993 and has no repair history at zimmer biomet surgical since july of 2011. Evaluation revealed the comb was damaged. The roller and side plates were damaged and the roller gear worn. It was also noted that a 2195 ratchet was returned with the device. Prior to repair, the test mesh and calibration check were not performed due to the damaged comb. Repair of the device included replacement of the comb, side plates, roller and roller gear. The customer¿s reported event was confirmed and was most likely due to improper handling by the user. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ skin graft mesher instruction manual¿ 06001810592 rev. 02-11 to avoid serious injury to the patient and operating staff while using the zimmer skin graft mesher, the user must be thoroughly familiar with its function, application, and instructions for use. To avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed. Install the cutter with the appropriate ratio. The ratio is shown on the gear end. Holding the cutter on both ends, place cutter horizontally on top of the comb with the drive gears aligned. Assure the cutter drops into place by pressing down on the comb once or twice. Assure the cutter remains horizontal during installation. The cutter may be turned to ensure proper gear alignment, but do not force the cutter into the comb. Push the pins in until they will go no further. If the handle does not close properly, check the spur gears for proper alignment. Do not force the handle down as this may damage the instrument. Do not force the pins. The pins should slide easily into position. If not, try to re-align or re-install cutter. During set-up procedure, visually inspect for damage and/or wear. If damage or wear is noted that may compromise the function of the instrument, do not use. The zimmer skin graft mesher and its cutters must be inspected prior to each use. Visually inspect for damage and/or wear. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device was creating rips in the skin. Additional clinical information determined that the issue occurred during surgery and there was patient harm/injury reported. There was an impact/damage to the initial graft harvest but it was able to be used. However, an additional unplanned graft harvest was required from the patient to complete the surgery. The surgery was completed with a delay of about 16-30 minutes, while the patient was under anesthesia at the time of delay and no alternate device was used in the event. No additional information at this time.